Event description:
It was reported that the device exhibited a travel course error, and some broken/cracked plastic. The event occurred during occlusion testing, there was no patient involvement.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The following field was updated with corrections: d4. Primary UDI number: (B)(4). H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Occlusion test and visual inspection performed. Top case was cracked in front left corner, bottom case was cracked, and right plunger case was cracked. The customer's indicated failure for the alarm was not duplicated; however, the indicated failure for the "broken/cracked plastic" was confirmed. The possible root cause for the alarm could have been due to the worn clutch spring and right and left clutch halves of the leadscrew. The root cause for the cracked top case was due to the pump being dropped or mishandled by the customer. Replaced worn leadscrew, right and left clutch halves, clutch spring, and top case. Cleaned, greased, and calibrated the pump, which passed all functional and delivery tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.